Event description:
The customer reported via phone call being hospitalized due to high blood glucose levels. The customer's blood glucose was 286 mg/dl. The customer stated that she was at a ball park in the sun leading up to the hospitalization. Prior to the event, her blood glucose spiked up to 422 mg/dl, lowered to 370 mg/dl, and rose to 500 mg/dl; her most recent blood glucose was 446 mg/dl. She complained of fatigue. She treated her high blood glucose with 18 units of insulin. After being hospitalized, she was treated with fluids and discharged the same day. She stated that she was wearing the insulin pump at the time of the event and was unsure whether the heat had made the insulin go bad. She stated that the insulin pump alarmed no delivery after she left the hospital, which was resolved by a complete set change. She stated that the infusion set was a little bent upon removal. She agreed to return the infusion set for analysis and declined to return the reservoir.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.